Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) for this patient was unable to be interrogated after power cycling the programmer and did not elicit beep tones with a magnet applied. Technical services (ts) reviewed, noting the shock impedances and current battery consumption was noted to be stable. X rays were obtained which noted this electrode was likely in this patients breast tissue. It appeared there was a sharp bed in the pocket. This patient had felt 2 shocks in which ts noted an increase in the non sustained to tachy rate over the last month, possibly illustrating oversensing. Ts recommended immediate s-ICD replacement based on no telemetry and no magnet tones. This electrode and s-ICD remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) for this patient was unable to be interrogated after power cycling the programmer and did not elicit beep tones with a magnet applied. Technical services (ts) reviewed, noting the shock impedances and current battery consumption was noted to be stable. X rays were obtained which noted this electrode was likely in this patients breast tissue. It appeared there was a sharp bed in the pocket. This patient had felt 2 shocks in which ts noted an increase in the non sustained to tachy rate over the last month, possibly illustrating oversensing. Ts recommended immediate s-ICD replacement based on no telemetry and no magnet tones. This electrode and s-ICD remain in service at this time. No adverse patient effects were reported. According to additional information, this s-ICD system was explanted. Another s-ICD system was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.